Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, another crack in the case that runs horizontally across the battery tube about where the bottom of the battery compartment is located, missing display window cover. The unit was received with a battery cap inserted into the reservoir compartment. The battery cap contacts detached from the battery cap and fell into the reservoir compartment prior to visual inspection. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected pump errors 43 or 130, motor errors, or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms the following motor alerts/alarms occurred around the event date: pump error 43--10+ alarms on 05/24/2023 from 22:47:35 to 23:07:15; pump error 130 occurred on 05/24/2023 @ 22:38:03 to 22:58:33. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image). The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--d10, j5; motor flex cable terminal. In summary, the customer¿s report of pump errors 43 and 130 both were confirmed. They are due to the moisture damage seen at the pcba1 j5 motor flex cable interface. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 130 ''this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement" and pump error 43 ''an error in the motor was detected by reading unexpected value from hall sensor.'' Troubleshooting was performed and the alarm was cleared successfully and rewind was uncompleted. No harm requiring medical intervention was reported. Customer discontinued using the pump and insulin pump will be returned for analysis.